Manufacturer narrative:
Device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. Root cause was undetermined.

Event description:
Customer reports false positive results when testing five individuals with the cue covid-19 test for home and over the counter (otc) use. This report is to document the false positive result for individual 1. See related cases for alternate false positive results. Individual received a false positive result on (B)(6) 2023 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4), lot 26499b, reader sn (B)(4)). Three repeat cue covid-19 tests performed on the same day provided negative results. Individual tested negative with a negative covid-19 antigen test and a bosch vivalytic pcr test on (B)(6) 2023. Individual had no symptoms or known exposure. Cartridges were stored within the validated temperature range.